Manufacturer narrative:
(B)(4).

Event description:
A loss of therapeutic effect occurred when stimulation was turned on. The issue had occurred following strenuous activity/exercise. The area noted to receive stimulation was the pt's ankle. Later on (B)(6) 2010, it was further reported that the pt was unable to adjust stimulation. The pt's outcome was not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.